Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient became agitated and pulled the pump out of the appropriate position. The pump was explanted. No patient harm was reported.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely is patient movement since the patient became extremely agitated in the intensive care unit and kicked his legs. This motion dislodged the impella device and pulled the pump out of the appropriate left ventricle position.